Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31590. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed that the right supra-orbital lead had invalid impedances. In turn, surgical intervention was undertaken wherein one of the leads was explanted and replaced. It was discovered that the lead had fractured. Post-operatively, stimulation therapy was restored. It is unknown which lead is the right lead, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.